Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained a control solution reading of "28mg/dl" on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 device evaluation - the lay user/patients control solution and strips have been returned and further evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue of an error 4 message was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.